Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported the customer using his thigh for a site, and that his blood glucose elevated to 470 mg/dl. During troubleshooting the customer's insulin pump passed testing, and it was advised to do a complete set change and to monitor the situation.